Event description:
Following knee replacement surgery, a female pt experienced a partial wound separation at 30 days post-op requiring a subsequent remedial procedure under general anesthesia.

Manufacturer narrative:
The insorb subcuticular stapler has been used to close knee incisions without incident. There is no definitive etiology to wound separation at 30 days post-op. The pt returned to surgery for a remedial procedure on the upper 25% of the incision.